Event description:
It was reported to boston scientific corp that during an anterior cystocele repair procedure using a pinnacle anterior/apical pfr kit, the capio device failed to pass the needle of the leg assembly through the sacrospinous ligament on the first deployment. The mesh leg was frayed at the point where the suture connects to the needle. The physician reloaded the needle into the capio and tried to pass the needle through the sacrospinous ligament again, but the needle detached from the mesh leg assembly, and was caught in the capio catch cage. The physician tried to hand-pull the suture through the sacrospinous ligament, without the capio, but was unsuccessful. The entire mesh assembly was removed from the pt and another was used to complete the procedure with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior cystocele repair procedure using a pinnacle anterior/apical pfr kit, the capio device failed to pass the needle of the leg assembly through the sacrospinous ligament on the first deployment. The mesh leg was frayed at the point where the suture connects to the needle. The physician reloaded the needle into the capio and tried to pass the needle through the sacrospinous ligament again, but the needle detached from the mesh leg assembly, and was caught in the capio catch cage. The physician tired to hand-pull the suture through the sacrospinous ligament, without the capio, but was unsuccessful. The entire mesh assembly was removed from the patient and another was used to complete the procedure with no complications to the patient, who is reportedly "fine" post-procedure.